Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on (B)(4) 2018. It was reported that they were still trying to find an hcp to manage the patient. They had no luck with the hcp¿s on the list that had been provided. The pump ¿has been totally out for 3 weeks now.¿ there were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a drug infusion device. The drug being delivered was morphine (unknown). The caller stated that the patient was getting "I think 3 mg morphine" and stated hcp decreased the patient down to "1 mg I think". The caller stated she was not positive on the dose or concentration. Non-reservoir drugs included oxycodone. The reason for use was non-malignant pain. It was reported that the pump was alarming or beeping. The pump was ¿totally out¿ and the pump started alarming. The patient currently had no pain medication. These issues occurred ¿about 2 weeks ago¿ prior to the call date of (B)(6) 2018. The patient didn¿t go through any withdrawal. The caller reported that the patient fell ¿saturday¿ (B)(6) 2018 and broke her shoulder, and had 4 staples in her head and 4 stitches in her head. The hcp gave her ".5 oxycodone" and the patient was getting "like 3mg morphine directly to her spine" from the pump. The patient did not have a healthcare professional (hcp), so the caller requested physician listings and reported that they saw an hcp from the list but the doctor was ¿very cold.¿ the list was sent to the caller. The caller asked if they are aware of any hcp¿s that do not have steps as the patient is in a wheelchair and has oxygen. It was confirmed that the patient is not wheelchair bound, but uses a wheelchair as she cannot walk long distances. The caller reported that the oxygen is due to copd diagnosis which was diagnosed in 2013, after the pump was implanted. The caller was to follow up with the hcp. There were no further complications reported/anticipated. Refer to related (B)(4) (overdose) for omitted information.